Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this device displayed a red warning screen with the message that the device required immediate attention. Boston scientific technical services (ts) was contacted and it was confirmed after reviewing the data that the warning was caused by a da error. The local representative was informed that this is a bitflip that can occur causing a temporary reset. Device did beep for one 16 beep interval timeframe. It was discussed it was a benign error and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service.